Manufacturer narrative:
The investigation of this event is on-going as a request has been made to the local representative for additional information.

Event description:
Boston scientific received information that this regional sales manager contacted boston scientific's warranty department on (B)(6) 2017. The patient was presented to the electrophysiology (ep) laboratory for a scheduled implant of an MRI compatible device. It appears that the local representative involved in this patient's surgical procedure inadvertently provided a non-MRI device for implant. The device was implanted without incident. Boston scientific received information that the cardiologist is not planning to perform a revision procedure and this device will remain in-service.